Event description:
The pt contacted lifescan alleging that their surestep enhanced meter ower button broke. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported that due to the power button issue they visited their physician's office. They could not recall the blood glucose results obtained at the physician's office or if they experienced symptoms of high or low blood glucose levels. They did not administer treatment prior to the doctor's visit or receive any medical treatment. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. The customer cae advocate verfied and reviewed functionality of the power button. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. No products were replaced.